Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation of the heart wall. Additional information received from the field representative revealed that the lead exhibited intermittent loss of capture, and a echocardiogram revealed a small pericardial effusion. The patient underwent surgical intervention to replace the lead. Another echocardiogram showed that the effusion was not increasing. No additional adverse patient effects were reported. The lead is expected to return.